Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. The patient had infection symptoms, reportedly the patient just had the pump replaced, they went back to the doctor who replaced the pump on the week prior to this report date and the doctor was going to take the stitches out, they showed the doctor and said they thought it was infected, the doctor said it wasn't infected but gave the patient antibiotics anyway, the patient ended up in the emergency room (ER) two days prior to this report date because the infection had gotten considerably worse, at the ER they couldn't do anything with the pump and the managing doctor did not take emergency calls. The consumer talked to the managing doctor on the morning of this report date and the doctor would not go to the city to the hospital where the patient was at, the hospital personnel thought the pump needed to be removed and the managing doctor told the consumer to bring the patient back so he could remove the pump in the office and they would leave it out for a few days. The consumer didn't want the pump removed in the office and stated that the managing doctor was mad and would not see the patient anymore. The patient was in a very serious condition. The consumer was asking if the pump can be removed and put in a different location and it was reviewed that this would be a medical decision no further complications were reported.